Event description:
It was reported the patient was implanted in 2004. At some point afterward, the patient was informed of the recall on the mesh. Eventually the patient developed symptoms that indicated the mesh had perhaps malfunctioned. The mesh was explanted in 2006.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn. We have reviewed our complaint history for this lot of product. The review revealed no complaints of any type, other than this one for products manufactured in this lot of product.